Event description:
The clinician reports the implant was inserted 2018 (B)(6) in fdi 12 of the patient's mouth. Details of surgery: ridge augmentation. On 2019 (B)(6), loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.